Event description:
It was reported that during a follow-up visit, an increase in the threshold measurements of this right ventricular (rv) lead was observed. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during a follow-up visit, an increase in the threshold measurements of this right ventricular (rv) lead was observed. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. This lead was received for analysis.